Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular threshold has been increasing over six days since implant and potential ventricular loss of capture was observed on the presenting electrograms (egm). The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.